Manufacturer narrative:
The reported field event of difficulty fixating the helix of the tendril sts pacing lead was confirmed in the laboratory and attributed to blood and body fluid inside the helix housing. Under these conditions, multiple attempts at the rotation of the helix caused the inner coil to become over-torqued. After the lead was cut and helix housing was cleaned, the helix extended and retracted normally when torque was applied directly to the inner coil. The measured length of the extended helix was within specification.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, the right ventricular (rv) lead was attempted to be placed multiple times; however, acceptable electrical values could not be obtained. The rv lead was replaced as the helix would no longer extend or retract. The lead was explanted and replaced with no adverse consequences to the patient.